Manufacturer narrative:
The reported lot number could not be matched to the reported device upn. Therefore, the lot expiration and device manufacture dates are unknown at this time. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent was used in a procedure, performed on (B)(6) 2018. According to the complainant, during the procedure, when the physician attempted to deploy the stent, it was noticed that the guide catheter broke. The procedure was successfully completed with flexima biliary stent. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: updated to include related complaint. Correction: this event was reported to the FDA via a voluntary medwatch report. The report number is mw5078607.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Refer to manufacturer report # 3005099803-2018-60418, 3005099803-2018-60420, and 3005099803-2018-60392 for the associated device information. It was reported to boston scientific corporation that a flexima biliary stent was used in a procedure, performed on (B)(6) 2018. According to the complainant, during the procedure, three preloaded boston scientific stents (7fr x 5cm, 7fr x 7cm, 7fr x 10cm) had their deployment break during deployment. The physician was able to place another 7fr x 7cm stent using just the stent and a different catheter. There were no patient complications reported as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.